Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching below 15 mg/dl. Reportedly, the pump settings needed to be adjusted. Emergency services were called and the customer's low bg levels were addressed with glucagon tablets and glucose gel. Customer was not admitted to the emergency room or to the intensive care unit. Recommendation was made to discuss diabetes management with customer's health care professional.